Event description:
It was reported that the infusion set connector became disconnected from the pump after the user had recently changed supplies, leading to interrupted insulin delivery. The user paused the pump, then, with guidance, rewound the pump, reinserted the cartridge and connector, verified a secure connection with visible drops during fill, reattached, and resumed delivery. No reported adverse clinical effects. Outcomes included no alarms and no need for medical care. The user was unable to provide any additional information regarding symptoms and outcomes. Investigation included remote troubleshooting and user education to verify proper cartridge and connector seating, priming, and reconnection. Investigation of this case revealed a probable user-handling issue in which the infusion set connector was not fully attached or deployed correctly, with no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set connection and setup.